Manufacturer narrative:
Field service engineer evaluated device and found a short circuit and dust or dirt problem. Device repaired and returned to the customer.

Event description:
Water cushion would not fill. Patient under anesthesia, case cancelled.